Event description:
It was reported the devices were being prepared for a laparoscopic nissen. It was reported prior to the case/during set up the scrub tech tried to arm the trocars. The trocar activation lever would not lock in the activated problem. Two more trocars were opened to complete the case. There was no consequence to the pt.